Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and replacement was recommended. The device was explanted, replaced and is expected to be returned for analysis. No additional adverse patient effects were reported. Additional information was received. The hospital could not locate the device for return to boston scientific.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and replacement was recommended. The device was explanted, replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.